Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a check patient line alarm that occurred on the home choice (hc) unit during initial drain. The hp stated, there was air in the patient line. The technical service representative (tsr) explained the alarm and assisted with ending therapy and starting over with new supplies. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The hp said, he had no idea how air might have gotten into the line and he did not see anything unusual with the supplies. Hp is continuing therapy without issue.

Manufacturer narrative:
(B)(4). This complaint is for a check patient line (cpl) alarm and was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the patient, there was air in the patient line. From the data within the complaint information, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.